Manufacturer narrative:
Off-label use: onyx was used to treat dural arteriovenous fistulas. According to the onyx instruction for use the onyx is indicated for presurgical embolization of brain arteriovenous malformations (bavms). The device lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. It was reported that onyx material appeared to reflux into the left v4 segment vertebral artery. According to onyx instruction for use: "do not allow more than 1 cm of the onyx les to reflux back over catheter tip." Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Another event from the same article was reported in MDR MFR# 2029214-2015-05117.

Event description:
Medtronic received report from literature review that one technical complication was associated with the use of onyx. The patient presented with a complex dural arteriovenous fistulae (davf) of the transverse sigmoid sinus with supply from both carotid arteries, the left meningohypophyseal trunk, and left vertebral artery. Treatment was performed over multiple stages with multiple embolic agents, including onyx, nbca, and a stent. During the patient's fourth embolization setting, a catheter was advanced under high-magnification roadmap visualization into the distal aspect of the left posterior meningeal artery. Superselective angiography then showed that the catheter was in good position for onyx embolization. During the final stages of embolization through this arterial branch, a small amount of the onyx material appeared to reflux into the left v4 segment vertebral artery. For this reason, onyx embolization was aborted, and the microcatheter was withdrawn from the patient. Subsequent angiography showed complete resolution of the posterior meningeal arterial feeder. The patient had no clinical sequelae from the event. In this literature article, the authors presented the results of forty onyx procedure to treat davf and concluded that this technique provides a safe and effective method of embolization with few side effects and complications. However, long-term follow-up is needed to establish its efficacy. Citation: stiefel mf, albuquerque fc, park ms, eat al. Endovascular treatment of intracranial dural arteriovenous fistulae using onyx: a case series. Neurosurgery. 2009 dec;65(6 suppl):132-9; discussion 139-40. Doi: 10.1227/01.neu.0000345949.41138.01.